Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction found from the device. A field service engineer confirmed that no failures were detected upon arrival and was unable to verify the customer's reported issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.